Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8060953. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8070384. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8070384.

Event description:
It was reported that the patient experienced ineffective therapy and the system was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which lead attributed to this issue.